Event description:
Customer reported, the tube arcs when heat reaches 85%. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray tube. Sys operates as intended.